Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of "poor electrocardiogram." An error was found in the update history, the stylus was worn and the keyboard was replaced with a (B)(6) version. The touch screen was calibrated, software was reloaded and the device was cleaned and it passed all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer had a bad electrocardiogram. The programmer was returned for service. No patient complications have been reported as a result of this event.